Event description:
It was reported that this right ventricular (rv) lead showed a gradual upward trend of the shock impedance measurement (sli) since implant. The average change has been between 10 and 15 ohms over the past 13 years, with a current sli measurement at 110 ohms, all within range. Technical services (ts) was consulted and provided troubleshooting and advised due to the device is at elective replacement indicator (eri) status, the physician could elect to revise the lead or consider programming to initial polarity. At this time, the lead and device remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable product data has been included in this report.